Event description:
The pt stopped responding to sound. There was no telemetry and no response to stimulation. Explantation/reimplantation surgery was performed in 2001. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.